Event description:
Per the clinic, the patient developed an overgrowth of skin tissue around the implant site. The patient underwent a surgical procedure on (B)(6) 2015, to excise skin tissue. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.